Manufacturer narrative:
Investigation summary: no samples or photos were provided for this incident. A DHR was completed. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow rate slow / occluded with lot #7242775 regarding item #385100. Observation and/or testing; could not be conducted as no units (samples) or photos were provided for this incident of the alleged defect of flow rate slow / occluded. Because units (samples) and/or photos were not provided for this incident, the alleged defect was not identified or confirmed and a root cause was not established. Without a sample for evaluation and testing there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir.

Event description:
It was reported that a clog occurred during use with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, "on (B)(6) 2019, the patient used q-syte connector for the postoperative infusion. The connector was found to be clogged during use, and the new infusion connector was replaced immediately. The incident was found to have no adverse effects on the patient in time."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a clog occurred during use with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, "on (B)(6) 2019, the patient used q-syte connector for the postoperative infusion. The connector was found to be clogged during use, and the new infusion connector was replaced immediately. The incident was found to have no adverse effects on the patient in time".